Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm epic max valve was implanted in the patient. Upon arrival from the operative room a right pneumothorax was observed form which a right pleural drain was placed and the right jugular central venous catheter was removed, replacing it with a right subclavian central venous catheterization (cvc). A respiratory failure was present in the first few days, with the first extubation attempt failing and requiring reintubation, but extubation was successful after 24 hrs. A non-invasive mechanical ventilation (nimv) was provided with breaks for high-flow nasal cannula (hfnc). After 4 days, the patient was switched to conventional oxygen therapy.